Event description:
The customer reported no image in the left monitor, and no fluoroscopy. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the video cable. System operates as intended. (B) (4).